Event description:
It was reported that during a procedure for treatment, the head of the injection gold probe detached inside the pt. The needle also fell into the pt. Both were retrieved. Another unit was used to complete the procedure. The procedure outcome was reported as fine and the pt's condition after the procedure was reported as fine.